Manufacturer narrative:
(B)(4). No devices returned, log review only. The customer's request for a log review to determine if an over infusion or drug diversion occurred has been completed. The review suggests that an over infusion occurred. A review of the associated pcu event log for the time period in question indicates that the infusion was partially programmed with the palliative care dose selection for the hydromorphone infusion on (B)(6) 2013. After the second syringe was completed the user changed the drug selection to the standard dose for the hydromorphone but continued to use the same infusion parameters. Based on the new standard dose concentration of 0.2 mg/ml the pca dose of 0.5 mg was equal to 2.5 mls and the continuous rate of 1 mg/hr was equal to 5 ml/hr. The change in drug selection caused a 5x change in dosage. The infusion ran from 10:12 pm on (B)(6) 2013 until 7:10 am on (B)(6) 2013, delivering the 49.38 ml estimated syringe volume. It should be noted that the user did received a guardrails warning that the continuous dose exceeded the limit but chose to proceed with the parameters. The root cause of the customer's experience was determined to be user programming.

Event description:
Customer is requesting an event log review for a possible over infusion vs diversion event. Intended programming was for dilaudid 1 mg/1 ml, 1 ml/hr basal, pca dose 0.5 mg, loading dose zero and one hour dose limit 4 mg. Total volume was a 50 ml syringe. They want all details on the programming for the 3 day period. Pt had no symptoms of getting extra medication. Medical intervention was not required. Customer stated that no further pt/event information is available.